Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A technical support specialist stated that the customer confirmed the issue had been resolved. No resolution was provided by the customer about the resolved issue. The system functioned as intended after the customer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that in pyxis medstation es system it was unable to add medication from the pharmacy information system. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.